Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 10-100 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on november 25, 2025, and it tested positive for 10-100 cfus of pseudomonas aeruginosa and 10-100 cfus of lysinibacillus species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026 sampling from: all channels cfu: <1cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the reported event. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.